Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) did not administer treatment for ventricular tachycardia at a rate of 200-205 beats per minute (bpm). The patient was externally rescued. Upon interrogation there were no warning or fault codes, and all lead measurements were normal. The device was programmed to monitor plus therapy.